Event description:
Received information stating customer's blood glucose level was high. Reportedly, the customer was having difficulty understanding the pump setting.

Manufacturer narrative:
No product returning for evaluation. Attempts hae been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.